Event description:
Information was received from a consumer (con) regarding patient programmer. It was reported that for the past 2-3 weeks, they initially report issues with the handset connecting to the pump. Later, they stated the issue had been ongoing for 3-4 weeks and confirmed that the problems started in (B)(6) 2024. When the patient hits deliver bolus, the handset lags at 90 percent and just sits there. The agent reviewed. The patient stated that the physician increased the boluses from 4-6x a day.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software product ID tm90t0 lot# serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.